Manufacturer narrative:
(B)(4) 2012-device evaluation: the lay user/patient's meter has been returned and evaluated by lifescan product analysis ((B)(4) 2012) with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination at the u5 and a high standby current. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged power issue started on (B)(6) 2012 at 11 a.m. The patient informed the cca that she had inadvertently placed the subject meter in the washer and dryer and upon finding it in the dryer discovered that it would no longer power on. The patient reportedly manages her diabetes with novolog through insulin pump therapy and tests her blood glucose 4-6 times per day (before each meal, in between lunch and dinner, before bed and during the night). The patient stated that 11 a.m. Is not her normal time to test her blood glucose; therefore, she took no action in regards to her normal diabetes management. The patient claimed that right before lunch time at 1pm, on (B)(6) 2012, she developed symptoms of "shaking and was unable to think clearly." The patient mentioned that she immediately ate her normal lunch (unknown food), waited 10 minutes after eating, and took her insulin bolus to cover her lunch (unknown dose). The patient said that her symptoms abated within 20 minutes of eating. The patient stated that at 5:30pm on that same day, she developed symptoms of feeling thirsty and was having to drink a lot of water. The patient was able to find her back up meter (unknown brand) and was able to test and obtain a blood glucose result of "180 mg/dl." The patient believed that the result of "180 mg/dl" was high and therefore took 1.5 units of novolog insulin and reportedly felt better immediately afterwards. The patient said that she had her supper 1 hour later and continued testing with the backup meter. During troubleshooting, the cca confirmed that there was misuse to the subject device and that it would not power on. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury at two different times as a result of the alleged power issue. In addition, the patient stated that she had to treat the symptoms suggestive of a serious injury both times.